Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while performing a system checkout, the system shut off. The medtronic representative then tried rebooting the system and recreating the problem for a significant amount of time, without success. There was no patient present and the issue was resolved on site.